Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device image cannot be focused during preparation for use. The unspecified procedure was completed using a similar device. There were no reports of patient harm.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: d8, g3,h2, h4, h6, h10, h11 corrected fields: d4, h11 the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.